Event description:
It was reported that, during a robotic laparoscopic lower anterior resection, the arm incurred a non-recoverable error. The arm was restarted to resolve the issue. It resulted in a 10 minute delay. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that an arm error occurred because the instrument drive unit (idu) torque sensor detected a discrepancy between the actual value and the indicated value. The communication connection between the idu and the travel rail section was checked. Since this occurred while tissue was being grasped, it is possible that it was caused by a temporary high load. During operation check, even when a load was applied using forceps, the condition was not duplicated. There were no problems with device operation. Evaluation of the logs indicated that the arm cart assembly experienced a subsystem non-recoverable error. This error was triggered by a failure of the idu motor torque plausibility check, originating from idu motor 1, where the difference between the commanded torque and the measured motor torque exceeded the maximum. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an idu failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic lower anterior resection, the arm incurred a non-recoverable error. The arm was restarted to resolve the issue. It resulted in a 10 minute delay. There was no patient injury.